Manufacturer narrative:
(B)(4). Physio-control evaluated the device and could verify the reported issue from the downloaded electronic patient record. Physio could however not reproduce the reported issue. The device was extensively tested without observing any discrepancies. Proper device operation was confirmed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device powered off by itself twice while monitoring a patient. The customer also reported that the issue had no influence on the patient outcome; the device could be powered back on immediately.